Event description:
Medtronic received a communication that the tracheal tube caused stenosis. The customer could not provide further information regarding any malfunction and stated that no more information was available.